Event description:
It was reported that during a tympanomastoidectomy surgical procedure, it was discovered that the user was "unable to place the burr¿ into the attachment device. There was a ten minute delay in the planned surgical procedure. A spare device was available and the surgery was completed successfully. There was patient involvement reported. There were no reports of patient or user injuries, medical intervention or prolonged hospitalization. It was reported that that patient was stable. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed and duplicated. The assignable root cause was determined to be normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.